Event description:
Update 12/17/2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated 01/12/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had permanent injury including but not limited to, injury to bones, muscles, tendons, vessels, nerves, and other tissues of the hip, pelvis and left leg; elevated blood serum levels of chromium and cobalt; pain, disability and interference with normal and usual activities after asr hip implant. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address cottage cheese like material, altr, bone loss and no bony ingrowth around the acetabulum, stem loosening, cloudy greenish fluid, metal on metal disease, and necrosis. The stem has been added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had permanent injury including but not limited to, injury to bones, muscles, tendons, vessels, nerves, and other tissues of the hip, pelvis and left leg; elevated blood serum levels of chromium and cobalt; pain, disability and interference with normal and usual activities after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.